Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap sleeve gastrectomy procedure, there was problem loading the reload. The reload would not close or open after loading the device. A new handle and reload were used to resolve the issue. No patient adverse events were reported. Current patient status is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the chip is missing from the adapter, along the with the white piece of the adapter featured on signia reloads. In addition there is no signs of additional damage to the adapter. The jaws are unclamped, with a full complement of staples. Pmv performed functional testing which included the reload was loaded into the subject instrument for functional testing. The reload failed to clamp when the handle was actuated. If information is provided in the future, a supplemental report will be issued.